Manufacturer narrative:
H10: the most likely root cause is an advanced degradation of the cooling coil due to corrosive action of disinfectants leading to a breach of the coil. This caused refrigerant leak and water entering the refrigeration cycle which damaged the cooling compressor.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A refrigerant leak from the cooling coil is suspected. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t went bang and lost power when carrying out routine disinfection. Bubbling noises can now be heard from the device. There was no patient involvement.